Event description:
Additional information received from the consumer reported that the step taken to resolve the power on reset (por) was that the patient went to their health care provider's (hcp's) office. If needed the hcp was going to call the manufacturer representative, but one of the nurses turned on the program and it worked. This was the patient's second device.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0yka3, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient just had their implantable neurostimulator (ins) replaced and was trying to increase after 2 days, but got a power on reset (por) screen on the patient programmer. It started fine at first when the patient was trying to increase, then they got the por. The patient was not that uncomfortable yet and thought it had to be a tad higher. The patient noted that they were supposed to change the bandages twice per day. Before trying to increase, the patient took off the bandages and cleared off the antibiotic. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.